Event description:
The physician attempted to place hes coil in cavernous ica aneurysm. During repositioning, the coil pre-maturely detached from the pusher. The coil was approx 2/3 in the aneurysm and 1/3 in the microcatheter. The physician inserted a small guidewire into microcatheter to wedge the coil in place, the waited approx 15 minutes for hydrocoil to hydrate within microcatheter. Following hydration, the implant, guidewire and microcatheter were safety removed from pt as a single unit. On 01/17/08, additional details were learned regarding incident in late 2007. In early 2008, a company representative met with the physicians involved in incident to review the complaint. The physicians indicated that the device had been tested prior to use but could not remember who had done the testing or whether the detachment button might have been accidentally pushed.

Manufacturer narrative:
The hydrocoil-14 involved in this incident was returned for evaluation. Visual examination under magnification showed the pusher attachment monofilament to be melted. Monofilament end is consistent to being detached by controller. The distal segment of the pusher was melted exposing heater coil. Appearance of melted pet over heater coil is indicative with being detached in air. The prowler select microcatheter included with return has damage at various segments over length. It appears that the device might have been accidentally detached during the pre-test prior to introduction into the pt.